Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) confirmed the customer comment that the output connector assembly was broken. Analysis also noted that there was foreign material in ventricular connector, pin socket was damaged, display wire insulation was pinched, wire insulation exposed, battery wire insulation was pinched, wire insulation not compromised, lower case was broken, contaminated and output nuts are contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular connector. The epg was returned for service and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.